Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd bactec¿ 9050 system instrument bactec 9050 false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from spanish to english: instrument reports false positives.

Manufacturer narrative:
Investigation summary: a failure was reported on a bd bactec 9050 instrument (p/n 445800, s/n (B)(6)). Customer reported false positives on their instrument. A field service engineer (fse) was dispatched, checked this instrument and performed a complete overhaul inspection of the instrument and no problems were found. The fse allowed for 4 readings and no additional positives were reported. The root cause of this issue is unknown. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to false positive issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while testing with bd bactec¿ 9050 system instrument bactec 9050 false positive results were obtained. There was no report of confirmatory testing or patient impact. The following information was provided by the initial reporter, translated from spanish to english: instrument reports false positives.